Event description:
A vaxcel pasv PICC that had been therapeutically placed in a pt was noted with a fluid leak in the distal end of the catheter. There was no indication from the complainant of how long the device had been implanted in the pt. The device was removed from the pt and another replacement device was successfully implanted. No sequellae was identified by the complainant as a result of the reported problem.